Manufacturer narrative:
B1: added product problem, this was omitted in the initial in error.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 62-year-old patient of unknown gender with cardiomyopathy, presenting in pre-support scai shock stage d, was supported with an impella cp device via left femoral arterial access. During support, the device functioned as intended at p-4 with flows of approximately 2.4 l/min using d5w with sodium bicarbonate as the purge solution. While on support, it was noted that the sterile sleeve was torn at the proximal end of the repositioning sheath and had been reinforced with tegaderm; the clinical team was aware that sterility could no longer be ensured and elected to avoid repositioning. The pump was subsequently explanted on (B)(6) 2026, with the patient surviving. A second impella 5.5 device was implanted via right axillary/subclavian arterial surgical access and later explanted the same day, with patient survival documented.